Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned to the manufacturer. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during advancement of the embolization coil in the microcatheter, the coil detached. Both segments were removed in their entirety along with the microcatheter. There was no reported patient injury or intervention. The patient was reported to be "doing good."

Manufacturer narrative:
Initial report indicated that the device was returning for manufacturer analysis; however, confirmation received from the customer that the device was discarded and is no longer available for investigation. A product analysis could not be performed. The root cause is unknown.